Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be diagnosed with throat cancer. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found black substance, consistent with sound abatement foam degradation, was observed on the inside of the iso port, inside rim of the iso port and the iso port gasket, many pieces of degraded sound abatement foam throughout the blower box and on top of the blower motor, tiny residue spots all over the sound abatement foam in the blower box. The manufacturer also found an unidentified white and black powder-like contamination inconsistent with degrading foam and potential fine, small pieces of white and black colored hair at the air intake under the filter area of the blower box. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes black contaminants found were consistent with foam degradation and an unidentified white and black powder-like contamination and hair at blower box inconsistant with foam degradation. The manufacturer concludes there was evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be diagnosed with throat cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.